Event description:
Surgeon requested echelon 60 stapler with green reload. Circulating nurse gave scrub nurse 45mm reload instead of 60mm reload. Both reloads are same green color with same red covering. Wrong size reloads fit into stapler, not realized until stapler fired. Appropriate size reload used, staff re-educated, no harm to patient.